Event description:
Information received from our another country's affiliate. A sales representative was informed by an eye care professional (ecp) that a patient developed a corneal ulcer while wearing 1-day acuvue lenses. The ecp reported this event occurred 1 to 2 years ago and did not remember the name of the patient. The ecp had no additonal information regarding this event. No additional information is expected. This event is being reported as we can not rule out that this was not a serious injury.